Event description:
An x-ray tube came off the arm of the tube crane and fell to the floor. As the tube -100 lbs. - was falling, it hit a staff member's arm and thigh, causing injury to both. The MFR was notified, the arm was replaced.